Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on anterior and posterior, wear abrasion and creases fold leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area, opening crease smooth on posterior and striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. An opening crease smooth on posterior due to fold flaw opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.